Event description:
It was reported that leakage occurred during use with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter, "integra safety mechanism activated prior to completing injection. Nurse attempted to administer im emergency med to a patient (2 mg ativan alone) and when attempting to inject the medication the needle retracted and most of the medication went into her glove (it seemed to push out though the needle and syringe)."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter, "integra safety mechanism activated prior to completing injection. Nurse attempted to administer im emergency med to a patient (2 mg ativan alone) and when attempting to inject the medication the needle retracted and most of the medication went into her glove (it seemed to push out through the needle and syringe)."